Manufacturer narrative:
The complaint is inconclusive since the product was not returned for eval. A chr review showed one other similar product complaint file(s) from this lot. ((B) (4)).

Event description:
Pt developed hives symptoms 1 hr after accessing port. Needle removed and itchiness stopped within 30 minutes.